Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s high blood glucose level was 400 mg/dl and low blood glucose was 37 mg/dl. Customer's current blood glucose was 148 mg/dl. The customer was treated with insulin pump for high blood glucose. Customer also stated that the sensor had inaccurate readings that triggered threshold suspend alarm. Insulin delivery was suspended due to sensor values. The blood glucose value that triggered the suspended event was 148 mg/dl and sensor value that triggered the suspend event was 44 mg/dl. The customer declined troubleshooting for high blood glucose. The insulin pump will be and the sensor will not be returned for the analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0867 inches. Device communicated properly with the guardian link 3 and the test plug. No insulin pump or sensor communication anomaly or calibration anomaly noted. No sensor signal loss noted during testing. (B)(4).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.